Event description:
Complainant alleged that the surgical team had just completed an open heart surgery and was setting up for the next surgical patient, but they were having difficulty removing the internal handle set from the device. In the clinician's attempt to remove the device's internal handle set from the unit's connector recepticle, the connector of the handle set was damaged. The complainant indicated that there was no patient involvement in the reported event.